Event description:
At end of surgical procedure, as equipment was being taken down, brownish fluid was observed in the irrigation tubing. Canister containing batteries was noted to have liquid in cannister and all batteries were corroded. Dates of use: one day in 2007. Diagnosis: laparoscopic nissen fundoplication.